Event description:
It was reported to the italian ministry of heath by the hospital that the patient experienced a toxic reaction during a cataract surgery in which the suspect product was only one of several products used. In follow-up with the implant surgeon he stated the patient was not hospitalized, but treated with chamber washes for 2 days during out-patient visits. He described the patient as having corneal edema and atrophy.

Manufacturer narrative:
The results of this investigation indicate that sterility and endotoxin analysis of reference samples of the complaint lot were normal and within limits. Visual inspection on reference sample was performed, no visible defects were found on the package or solution. Batch documentation review was performed and no significant deviations were found. No similar complaint was reported earlier for this batch. Based on the results of our investigation we have no reason to suspect the device caused this adverse event. Device was discarded by the end user